Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on (B)(6) 2021. Review of the transmission revealed that the right ventricular lead had episodes of oversensing noise, leading to episodes of false high ventricular rates and pacing inhibition. Additionally the right ventricular lead impedance had dropped on (B)(6) 2021, triggering an automatic polarity switch. The patient had some episodes of syncope, and it is unknown whether or not they are related to the oversensing of noise. The patient would continue to be monitored.